Event description:
Customer reported "catheter failed in the patient". It appeared the hub was cracked. No patient harm was reported. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4). The customer returned one arterial catheter for evaluation. The sample contained obvious signs of use in the form of biological material. Visual inspection confirmed the crack in the hub. The total length of the returned catheter (from proximal end of hub to distal end of catheter tip) measured to be 2.75" which is within specifications of 2.715-2.775" per product drawing. The returned catheter was flushed using a water-filled lab inventory syringe. A leak was observed in the crack of the hub. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number from the sales history data of the customer. No relevant findings were identified. The IFU provided with this kit warns the user, "to minimize the risk of air embolism and blood loss associated with disconnects use only securely tightened luer lock connections." The customer report of a cracked catheter luer hub was confirmed by complaint investigation of the returned sample. One large crack was observed in the hub, which is consistent with over-tightened of connectors to the luer hub. A device history record review was performed based on a potential lot identified in sales history with no relevant findings. Based on the condition of the sample received, unintentional use error likely caused or contributed to this event. Teleflex will continue to monitor and trend for complaints of this nature.

Manufacturer narrative:
Qn#: (B)(4).

Event description:
Customer reported "catheter failed in the patient". It appeared the hub was cracked. No patient harm was reported. The patient's condition is reported as fine.